Event description:
It was reported by the rep that during a thyroidectomy procedure, there was an unknown problem with the device. No further information is available at this time. No report of adverse impact to a patient to date. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: the clip stayed in the jaw, it was jammed in device. It did not clip, but cut the vessel. It is unknown which vessel. There was minimal blood loss . There was an unknown delay to surgery. I have asked the rep to confirm the condition of the patient following surgery, will advise once response is received. Based on this new information, the event will be reported to health canada. This new information was provided on september 14th.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.